Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was not returned to the manufacturer (or third party) service center for evaluation, and replacement of the proportional valve and three-way (3-way) solenoid valve was required. In conclusion, the device's proportional valve and 3-way solenoid valve will be replaced to address the issue by the customer.